Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular connector ports. The customer was advised to return the epg for service, but the device has not yet been returned. There was no patient involvement.